Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the customer reported a dislodged conduit plif cage. No patient consequence reported. No further information available. This report is for one (1) post ibf hi h 10mm 4deg 26/9. This is report 1 of 1 for pc-(B)(4).

Event description:
It was further reported that the initial surgery was completed on (B)(6) 2021. Patient underwent the removal procedure on (B)(6) 2021 where cage was removed and patient was implanted with a new cage. The procedure was successfully completed and patient outcome is reported as good.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b2, b5, b6, d6a, d6b, e1. H6: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the provided CT scan. Visual analysis of the provided CT scan images determined one of the reported spacers migrated from the position it was previously implanted. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H6: a device history record (DHR) review was conducted: part #: phi41006. Synthes lot #: e20la2001. Release to warehouse date: 22 mar 2021. Manufactured by: eit emerging implant technologies no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B1, g1, h1, h4 h6: corrected 6. Health effect - clinical code and 6. Health effect - impact code.